Manufacturer narrative:
The reported event for high impedances was confirmed. As received, the lead was complete (the complete 60cm was returned). Microscopic inspection of the lead for channels 1-8 revealed all wires were broken 9.5cm distal to the stimulation end. Channels 1-8 measured open due to the broken wires. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics showed the patient's paddle lead fractured. In turn, surgical intervention may take place at a later date to address the issue.